Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events of low intraocular pressure and choroidal effusion are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: the following may occur in conjunction with the use of the xen gel implant: gel implant migration, gel implant exposure or extrusion, gel implant blockage, choroidal effusion or hemorrhage, hypotony maculopathy, bleb related complications, or endophthalmitis and other known complications of intraocular surgery (e.g., flat or shallow chamber, hyphema, corneal edema, macular edema, retinal detachment, vitreous hemorrhage, uveitis).

Event description:
Healthcare professional reported 2nd day post-op with xen, iop of 0 with choroidal effusion in the unknown eye. Treatment was provided as filled with air or visco. The device remains implanted.

Manufacturer narrative:
Clarification to: serial number: (B)(4).

Event description:
Healthcare professional reported 2nd day post-op with xen, iop of 0 with choroidal effusion in the unknown eye. Treatment was provided as filled with air or visco. The device remains implanted.